Event description:
Clinician wanted to perform a p/v tool maneouver. Patient on asv, paralysed, no spontaneous efforts, no leak, not nebulised. Clinician able to access the p/v tool settings but the start/stop button always greyed out - all the requirements to perform the maneouver were met. Patient extremely sick with a complicance of 20 ml/cmh2o and resistance of 8 cmh2o/l/s. Changed to duopap - same effect. Swapped to another hamilton-c6 and this one worked. No alarms, no messages. Unclear the reason why the maneouver couldn't be performed. This is the first cer, but there has been already hospital that had the same issue with p/v tool on a hamilton-c6.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than two years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause could not be determined since the event could not be replicated. There was no patient or user harm reported.